Manufacturer narrative:
Our team conducted a review of the reported event, with the available information to ensure the ongoing safety and performance of the product. The investigation did not identify any product performance issues that would be prospective to lead to the reported event, as this investigation has no returned sample to evaluate. An investigation has been completed using all information currently available. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post-market activities in compliance with both regulatory requirements and local procedures. It is unknown if the device met relevant specifications. The product was used for treatment purposes. It is unknown if the device caused the reported failure. As the product is not sold sterile and the reported event was not related to sterilization, a sterilization record review is not required. As the reported event does not involve a serviceable capital equipment device, a service history review is not required. As there are no known relevant retain samples to review, a retain sample analysis is not required. The results of the DHR review did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional action is required at this time. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the pw200 was not suctioning. Rep walked through t/s reset float valve unit failed water cup test, exchanging accessory kit under warranty authorized doesn't need a bio box states kit smells they will not send it back. Customer will call back if the issue persists. Used with male wicks. No additional information provided. Troubleshooting did not resolved the issue. (Prepping and placement tips shared).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that pw200 not suctioning. Rep walked through t/s reset float valve unit failed water cup test. Exchanging accessory kit under warranty authorized doesn't need a bio box, states kit smells. They will not send it back. Customer will call back if the issue persist. Used with male wicks. No additional information provided. Troubleshooting did not resolved the issue. (Prepping and placement tips shared).